Event description:
It was reported that during a ventilation of a very ill pt, which required high peep values, peep-high alarms occurred during nebulizing. The facility was in contact with drager and got assistance from drager rep concerning the pt's ventilation for 3 days. Finally the pt died in 2004.